Manufacturer narrative:
The reported complaint was confirmed. The issue was resolved after rebooting the unit. It occurred at every time the unit was started up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The displayed error message: "press f1-f4 to select drive or select position 1?1?0" the manufacturer's sales representative stated that the device is not available to be returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the screen on the central control monitor (ccm) locked with an error message displayed. The unit was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.